Event description:
During the procedure, the physician was utilizing the balloon for angioplasty of the fistula site when the balloon fractured off the catheter into the fistula. The physician was able to remove the balloon in it entirety with a snare.